Manufacturer narrative:
Date of event unknown / not provided, brand name is unknown / not provided, device information unknown / not provided. (B)(4). Device not yet received.

Event description:
It was reported that an unknown zirconia biomet 3i abutment fractured in the patient's mouth. The fractured portions were able to be removed without damage to the implant. The patient has the abutment in the mouth until they receive the replacement so that they do not have to miss a tooth.

Manufacturer narrative:
The product associated with this complaint was not returned. Although the lot number and item number are unknown, it is likely that the complaint product is a bellatek lab designed zirconia abutment. Bellatek zirconia abutments were subject to a recall due to the increase in reported fractured zirconia abutments. A corrective and preventative action and health hazard evaluation were opened against edaz, edazx, and ildexxx abutments." While a technical root cause could not be identified, these following probable causes may have contributed to the subject complaint: 1) improper design validation procedures. 2) inadequate design transfer. 3) inadequate translation of abutment design into production specifications. 4) inadequate design input procedures. 5) inadequate fixture torque specifications in production.